Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized at (B)(6) hospital due to diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 32.5 mmol/l (585 mg/dl) with ketones of 5.2 while wearing the pod between 5 and 24 hours on the hip/buttocks. Symptoms reported include hyperglycemia, thirst, confusion and close to becoming unconscious. The patient was treated with insulin, saline and glucose via intravenous. The patient was discharged on (B)(6) 2025.